Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no abnormal noise was noted. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video assisted thoracic surgery with lung biopsy the stapler was loaded with a green cartridge, passed to the surgeon who closed down on tissue. Held for 15 seconds and then attempted to fire the device. The device would not fire or staple. No staples were deployed. The stapler was then stuck on the tissue; the surgeon used the manual release lever to be able to remove the jaws from the tissue. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? This information is not available. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? The first firing. If echelon, during which stroke did the event occur? The first stroke. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No buttressing material was used. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? When closing the closing trigger they heard a "crunch sound" from the stapler. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes the force to close the stapler was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes there was significant difficulty. They had to use the manual release button and after pumping this lever several times they were able release the device from the tissue.